Event description:
Device report from synthes reports an event in japan as follows: this pc is related to (B)(4) which reported adhesions on the rod used in the extension surgery. Additional information about the cause of the extension surgery was obtained on (B)(6) 2024, and this pc was created to report the cause. It was reported that this was a spinal fusion (l4-5) performed on (B)(6) 2021 with expedium verse system. After the surgery, the patient underwent the extension procedure up to s1 due to the development of adjacent intervertebral disorders on (B)(6) 2024. The surgery was succcessfully completed. Patient status/ outcome: stable no further information is available. This report is for one (1) unk - screws: expedium verse. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D1, d2, d3, d4, g5 ¿ 510k: this report is for an unk - screws: expedium verse/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.